Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient had pain in their pump pocket. The patient reported that the pump sometimes flipped inside of the pocket. Intervention included surgical repositioning on (B)(6) 2014, the pump was removed from the right lower quadrant and relocated to right anterior thigh. There were no diagnostic methods done. The event resolved without sequelae on (B)(6) 2014. It was reported that it was unlikely related to the therapy or device, but possibly related to the implant procedure. There were no further signs or symptoms. The severity was reported as mild. The pump system was delivering baclofen.